Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-02734.

Event description:
During the transapical tavr procedure, a 23mm sapien xt was positioned 60:40 aortic/ventricular (a/v) and deployed under slow inflation. During deployment, the novaflex+ (nf+) delivery system (ds) was pushed aortic and the valve landed 90:10 a/v, resulting in moderate-severe paravalvular leak (pvl). A second valve was positioned and deployed 60:40 a/v within the first valve, resulting in trace-mild pvl. The patient was hemodynamically stable throughout the procedure. The procedure was completed and the patient was transported to cvicu in stable condition, but still intubated. It was perceived that aortic movement of the ds during valve deployment contributed to this event. The patient¿s annulus measured 21mm by transesophageal echocardiogram and 19.1mm x 25.4mm by CT (valve area of 399.6mm2). Mild annular calcification, severe native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (manipulation of the ds during deployment) and patient factors (mild annular calcification, severe native leaflet calcification) likely contributed to malposition and subsequent pvl. A second valve corrected both events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.